Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0fpeg17a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
Patient identifier: so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) called on behalf of the customer to report that he was at the hospital for an event unrelated to diabetes, where they compared blood glucose tests with the contour next one meter within one minute and obtained readings of 480 mg/dl and 125 mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.